Event description:
It was reported that during patient use, the device began to alarm, emitting both audible alerts and red flashing lights. Shortly thereafter, the touchscreen display went black. The registered nurse removed the patient from the ventilator to begin manual ventilation. Moments later, the respiratory therapist entered the room and observed the ventilator displaying the blue start-up screen typically seen during the device¿s power-up sequence. After the blue screen cleared, and resumed ventilation using the previously configured settings. The patient remained stable throughout the event and was promptly transitioned to an alternate ventilator as a precautionary measure. The logs confirmed that it was a momentary cpu reset, with ventilation recovery occurring within 16 seconds.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.